Event description:
The manufacturer was made aware by a caregiver that a dreamwear gel mask "never worked properly and his wife passed on because of it." No part number or lot number was provided. The date of death is unknown. Cause of death is unknown. The caregiver stated explicitly that he did not want to be contacted again, therefore no product was returned for investigation. Part number 1124984 was assigned by the manufacturer for trending purposes only. The dreamwear gel pillows mask is intended to provide and interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66 lbs/30 kg) for whom CPAP or bi-level therapy has been prescribed. This mask is not labeled for life support. Labeling included with the mask warn the user to discontinue use and contact their provider if issues arise. Based on the available information, the manufacturer is unable to confirm a malfunction of a nasal interface caused or contributed to a death, and that no further action is necessary.